Event description:
Patient was revised for pain. **update: litigation papers received (B)(6) 2014. Litigation alleges discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Lot information for the cup and screws has been obtained through an invoice search. Update rec'd (B)(6) 2013 - patient's medical records were received. The complaint was updated on (B)(6) 2014. Records indicate upon revision of the acetabular component one of the two screws was broken but the pieces were retrieved. There is no new information that would change the existing MDR decision. Dob: (B)(6)1965 update (B)(6) 2015-(B)(6) and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, malpositioned stem, and the one screw that broke was also stripped. No labs were provided for the alleged high metal ions. The stem is being added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot(s) c57gm1000, b4kcv4000, and c5ep54000. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s).medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).